Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. On an unknown date, the patient died. The cause of death was not reported and it was not reported if an autopsy was performed. It was also reported the patient had not recovered from the peritonitis event prior to death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was treated with injection amikacin (intraperitoneally, 750mg, once daily, duration not reported), injection vanco (intraperitoneally, 1.5g, for 72 hours, frequency not reported), tablet forcan (orally, twice a day, dose and duration not reported) and injection meropenem (intravenously, twice a day, dose and duration not reported) for peritonitis. Dianeal therapy was ongoing. The outcome of the peritonitis was unknown. No additional information is available.